Event description:
MFR rep reports pt expired in 2006, due to suspected mi or pulmonary embolism. The pt had a stimulation system removed and the infusion pump system implanted in 2006. Two days later, the pt was seen in the hcp's office for a wound check. The pt had an elevated wbc of 23,000 and possibly a slight fever, but otherwise appeared to be doing well. The day of his death, the hcp spoke with the pt's wife who stated "the pt was doing really well". That afternoon, the pt took a nap and 2 hrs later, the pt's wife found the pt had died. The medical examiner could not do an autopsy because the pt had multiple underlying cardiac issues and believed the death was due to mi or pulmonary embolism. The hcp thought an autopsy was a good idea and will be performed through the pathology dept at the hosp. The hcp does not believe the death is device related. No treatment, intervention or device troubleshooting were done prior to death. No report of device explantation. A follow-up report will be sent when cause of death is determined.